Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unit had moisture damage on electronics. Pump received with scratched display window, cracked display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip. Unit had no blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was unknown at the time of the incident. The customer did not return the product back for analysis.